Event description:
A CABG [coronary artery bypass graft] that came back from operating room with an iabp [intra-aortic balloon pump]. Nursing contacted me because they were unsure of proper function due to the pressure reading 56/0 on the iabp vs 100s/40s from the patient's radial art line. No alarms were active; the augmented pressure likely would have been alarming but was set to off. Patient was stable in all other regards. I opted to try the balloon fill option on the console with the pump then performing a subsequent fiber optics calibration. This did seem to improve the situation and reestablished a diastolic pressure on the iabp. The pump eventually normalized over the next couple minutes until it seemed to be more appropriate. Rt [respiratory therapy] contacted the assistance line for my own education. The rep [representative] walked through everything and then asked if I had flushed the central lumen of the catheter. I said no as the assess to this was capped. Apparently, this is not the recommended practice per the rep. When I put a pump in, I have always put a pressure bag set up to the femoral sheath that the iabp catheter is inserted through. When I asked multiple of the ICU rns [intensive care unit nurses] what they hook the pressure bag to if a iabp comes back from cath lab without one they all agreed that they also put it to the femoral sheath. According to the rep, they were highly shocked that we have not had more issues like this because they said that the internal lumen should always be connected to a pressure bag set up. They said the most likely cause was a clot or fibrin in or near that central lumen that temporarily caused obstruction of the fiber optic sensors. They also informed me that in the event of fiber optics failure and not having a patent central lumen to transduce from, the only option would be to transduce a radial art line to the iabp as the source must be above the level of the balloon, not off the femoral sheath. Later that shift we did have more issues with pressures not reading on the iabp, not being able to calibrate the fiberoptics, or update timing. When the pressures did read, they were grossly higher than the radial art line or cuff pressures (200/120 vs 100/45). We did get a chest xray and dr. [Redacted] came to bedside who stated the placement was ok and that she was okay with keeping all parameters on the iabp the same, titrating drips off the radial art line, and that they would likely pull it in the am [morning] with rounds. I did contact the clinical support again just to make sure everything was covered, and they still felt that the issue was likely due to a clot or fibrin formation from. They did have me send a photo of the waveform and also the cxr [chest x-ray]. They felt that the catheter position or patient anatomy may have been a little off as the indicator on the iabp tip was not oriented normally but had nothing further to add since the radiology read and CT surgeon at bed side had been ok with placement. Ultimately, based off the plan from dr. [Redacted] and the rns intention to titrate to the radial a line, I did not attempt to transduce to the pump at that point. We were not charting the iabp values. Manufacturer response for system, balloon, intra-aortic and control, sensation plus 7.5fr. 40cc iab accessories (per site reporter) to save the device, they will be sending a box for the device to be returned for testing.